Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. This investigation is ongoing.

Event description:
The user facility in china reported the vitrectomy cutter can not cut while still aspirating. No impact to the patient was reported.

Manufacturer narrative:
While the failure mode was confirmed, the root cause of the bent inner needle assembly could not be determined. The supplier performed functional testing on the cutter assembly. The supplier determined that the cutter assembly did not move and the air was leaking out of the vent holes near the cap. The inner needle assembly was severely bent. These components are 100% functional tested by the supplier prior to being shipped. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
One opened bl5425wv pack from lot x5029 was returned. The expiration date on the label is 2025-feb-27. The cutter was lying loose on the top of the pack components. The tip protector was not returned. The needle was not bent. The aspiration line had been removed from the vitrectomy cutter back cap, and the extension handle was loose on the tubing. The port window was in the opened position. There was debris visible in and around the port. There was what looks liked dried blood around the port opening and dried solutions visible on the outer needle shaft. There was fluid droplets in the aspiration line. This cutter looks used. The back cap was not fully aligned with the vent hole in the side of the cutter body. The connectors were inspected and no damage was found. A functional test was performed using a stellaris pc system. The cutter does not cut properly. There are bubbles appearing in the aspiration line. Often many microbubbles with larger bubbles also. This cutter has an air leak and does not cut as it should. The product sample will be sent to the vendor for additional evaluation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.